Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat. Therefore, the reported condition that the device had bearing failure was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was worn and damaged by liquid, and the device was generating heat. It was further determined that the device failed pretest for temperature assessment. It was noted in the service order that the device had bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.